Manufacturer narrative:
Product complaint # (B)(4). The complaint device was received and evaluated visually. Visual observation revealed that the distal tip of the device is broken. Hence, the complaint is confirmed. The tip of the device has light nicks and marks which indicates that the device is in worn condition. This device could not be tested functionally as the trigger doesn't function properly. This lot was released in 2005 and must have seen wear and tear in 13 years and therefore, the possible root cause for this failure can be attributed to heavy use of the device. Also, it must have been undergone various cycles of sterilizations which might have caused this failure to occur. A review into the depuy synthes mitek complaints system revealed 1 similar and 3 dissimilar complaints for this device's lot number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported via phone by the sales rep that prior to a rotator cuff procedure, they noticed a little piece was broken off of their cord cutter. They swapped the device with another like device to complete the procedure. There were no patient consequences since it was prior to the procedure. There were no delays. The device is being returned.additional information received via email on (B)(6) 2018. The failure occurred prior to the procedure. The procedure was able to be completed. The alternate instrument was available for use and there was no patient impact.